Manufacturer narrative:
(b)(4).

Event description:
It was reported that¿ Wearable Failure occurred. ¿Analysis indicated the lot number for this complaint record is associated with the third-party unauthorized product release and use of non-conforming product that was scrapped by Dexcom. The third party acted as an unauthorized remanufacturer under 21 CFR 820.3 and engaged in prohibited actions under 21 U.S.C. § 331 without Dexcom¿s knowledge or approval. This is documented in CAPA-000611 and FAS-SD-26-002. No injury or medical intervention was reported. No further investigation is required.